Event description:
It was reported that during the procedure, the use of this product was discontinued due to an abnormal crackling noise. The procedure was completed with another device. There were no patient complications. Analysis of the returned device identified a break in the fiber body.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the device found that the device was received in two pieces. The glass tip was degraded. During functional testing of the subminiature version a (sma) connector did not show any defects. During functional testing the console showed "treatments used 0. Treatments left 10" was displayed. The labeling review found that the product instructions fr use (IFU) states, "inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement" and "a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room". Based on analysis results, a conclusion code of cause traced to component failure which indicates that expected or random component failure without any design or manufacturing issue.